Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the inability to power on was the defective response button. The root cause for the intermittent response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.